Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found, the proximal conductor of the lead became extrinsically distorted due to flattening. No insulation breach was noted; however the proximal and distal conductors were pinched/flattened.

Event description:
It was reported that the left ventricular (lv) lead showed insulation damage during an x-ray. The lead was removed and replaced. No patient complications have been reported as a result of this event.